Event description:
It has been reported that an incision and drain (I&d) procedure had to be performed on the patient post-operatively due to a (B)(6) infection. The procedure was performed on (B)(6), 2010.